Event description:
The customer's mother reported via phone call that the customer had a battery out limit alarm. The caller reset the date and time and the pump alarmed again. Caller tried a new battery but the alarm still occurred. Customer's blood glucose was 157 mg/dl at the time of the incident. Caller stated that the pump alarmed during normal use. Customer will be sent a replacement battery cap. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.